Manufacturer narrative:
Initial reporter (physician) suspects that bleeding was at least partially associated with the fact that the patient was being transitioned from subcutaneous anti-coagulation (lovenox) back to oral coumadin anti-coagulation. It is unclear (as reporting surgeon did not have access to lab work) whether or not the patient's clotting time was outside of the therapeutic range at the time of the hospitalization. Also it should be noted that no active source of bleeding was discovered on upper endoscopy.

Event description:
Patient s/p endoscopic gastric plication procedure performed on (B)(6)2010, and discharged in less than 23 hours without incident. On (B)(6)2010, patient was admitted through another hospital emergency room with a chief complaint of bloody stools. Patient was admitted to the hospital for 3 days, and was transfused with 2 units of red blood cells. Upper endoscopy to evaluate stomach for source of blood loss revealed no evidence of active bleeding, and no hemostatic intervention was required. Patient was seen in follow-up by initial reporter on (B)(6)2010 and (B)(6)2010. Patient was doing well with no complaints at both visits.